Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) due to the device not being able to erect, and the pump bulb staying flat. The cause of the malfunction is suspected to be a quality issue by the customer. A patient outcome of stable was reported.

Manufacturer narrative:
Additional information received that the cause of the malfunction is suspected to be a quality issue. The pump bulb stays flat.

Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) due to the device not being able to erect. A patient outcome of stable was reported.

Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) due to the device not being able to erect, and the pump bulb staying flat. The cause of the malfunction is suspected to be a quality issue by the customer. A patient outcome of stable was reported.

Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 performed within specification. There were pinhole leaks in the cylinder body of cylinder 2 which attributed to sharp instrument/tool damage based on the identification of the tool marking present. Due to this damage being consistent which probably occurred during the explant it will be considered a secondary failure. Product analysis was unable to confirm the reported events. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation. Based on the results of this investigation, no escalation is required.

Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed activation test. Product analysis confirmed the reported events.based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure

Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) due to the device not being able to erect, and the pump bulb staying flat. The cause of the malfunction is suspected to be a quality issue by the customer. A patient outcome of stable was reported.